Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they just had a new battery put in at the hospital on (B)(6) 2024, and they were having problems. The patient stated they had 700 units of urine in them and they put a catheter in them again to drain their bladder because something was "not jiving," because when they put the new battery in, it should have let them go to pee but they weren't able to do it. Patient services asked the patient if they had used catheters in the past and the patient stated yes, that they'd used them before but with the therapy, they didn't have to use them but now it wasn't helping their underlying symptoms of urinary retention at all. The caller stated that after the most recent battery was put in, it felt like their bladder was splitting open and they felt dizzy, so yesterday ((B)(6) 2024), they went to another hospital and they moved the patient to yet another hospital because they discovered the patient was retaining 700 units of urine and that shouldn't be happening. The implant wasn't doing anything and it wasn't working right. Patient services reviewed the role of patient services and the manufacturing representative (rep) with the patient and redirected the patient back to their managing health care provider (hcp) to further address the issue. Patient services reviewed the purpose for the calls and the patient stated they didn't need further education and that they'd had the devices for a long time. Patient services withdrew the patient from the post-implant team program. Documented reported event. No further action was taken by patient services. Patient's relevant medical history included the patient was very confusing reporting their medical history and patient services did their best to document what was reported: